Event description:
Boston scientific received information that this programmer exhibited a black screen which was observed intermittently. Error codes were also observed. The programmer was later returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. Additionally, the touch screen was checked for functionality and calibration; damage to the inverter cover was noted and indicated that the inverter overheated and could have caused the intermittent black screen.